Event description:
The facility's biomed technician reported an infusion pump with failure code 12:303. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.